Event description:
The customer reported that the system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative flashed and reloaded the original calibration files and adjusted the voltage and the camera iris opening. The system was tested and found to be working as intended and put back in service.